Manufacturer narrative:
It was reported that the customer consumed food to address the low blood glucose.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control iq software did not suspend insulin as intended. During troubleshooting with tandem technical support, it was determined that the control iq software was turned off, however, the customer maintained that control iq was turned on and did not suspend insulin as intended. The customer's blood glucose level was 51 mg/dl. Treatment for low bg was not provided. Reportedly, the customer continued to use the pump for insulin therapy.